Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were currently in normothermia for 24 hours, but the arctic sun device keeps turning off and alarming the water was too hot. Event log shows alarms 115, 34 (water temperature high), and 45 (ac power lost). Nurse noted the flow rate was low earlier and they realized the pads were too small for the patient's size, so they swapped the pads out recently. Current water temperature (wt) was 37c and water flow rate (wfr) was 3 l/min, nurse thought therapy was running fine now. Patient was below target from where they swapped the pads, but nurse was not sure if prior to these alarms if the patient had issues warming. Informed nurse 115 prolonged warm water exposure was a safety alarm that occurs when patients are having a hard time warming. They recommend diligent skin checks. The alarm 34 means the water temperature was heating above the intended temperature the device should allow and was not cooling. Explained if this alarm returns, swap to a new device and send to biomed. Nurse will also call back if they have any issues. Per follow up information received via task on 16jun2026, spoke with charge nurse who stated, the nurse was not there when patient was removed from device so could not confirm if therapy was completed. The nurse did request a biomed remove and evaluate the device due to the alarm 34 was concerned about the device making water too hot for patients and causing injury. The device was no longer in the hall, so assumed it has been picked up. Per follow up information received via task on 16jun2026, spoke with biomed who had the device running all morning and has not received any alarms. They will run a calibration check on it this afternoon, but at this time and did not have any concerns.